Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/03/2014 device evaluation: the device has been returned and evaluated by product analysis on 12/19/2013 with the following findings: there was no visible damage to the keypad. The contrast, down, & ok buttons were intermittently unresponsive and the up button was unresponsive to testing. The keypad was removed and contamination under all of the button contacts was observed. Unrelated to the initial complaint, the display screen was dim with a pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging the up and down keypad buttons were intermittently unresponsive. The reporter denied trauma and moisture exposure to the pump, and stated that the keypad was intact and not peeling. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.